Manufacturer narrative:
B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the first three staples misfired before the stapler jammed completely. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "staple jamming". No patient involvement.